Manufacturer narrative:
Investigation of this report is pending at the time of filing initial MDR. A follow up MDR will be filed when investigation is completed.

Event description:
The user facility reports one incident of a separation between the main tubing and bottom port of the venous chamber. The pt's blood was not returned resulting in ebl = 200cc. Pt was administered 300 cc normal saline during the last hour of treatment.